Event description:
It was reported that the device was suspected of early elective replacement indicator (eri). Data from the device confirmed that the device was not at eri, but a power on reset occurred. It was noted that there was loss of telemetry and loss of markers. The device was reprogrammed and scheduled to be replaced. The device remains in use until the change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A por (power on reset) was noted. The device experienced a critical ram parity error event on 31 oct 2011 in location "10 13". The device should be able to recover from the event and continue normal function. The (B)(4) version 8 was installed on 11 nov 2011. No anomalies were found with battery voltage.